Manufacturer narrative:
The device is not being returned and the photographic evidence provided does not appear to verify the complaint; therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 38 complaints, regarding 53 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, plpul2020, 20/ca ultra nonstick 10ft, was being used during a CABG procedure on (B)(6) 2024 when it was reported, ¿the cautery tip fell out of the plastic housing and would not go back in. The tip was easily recovered. Upon further investigation it looks like the plastic piece that holds the cautery tip broke.¿. Further assessment questions found that the device had fallen into the patient and was retrieved using forceps. The procedure was completed with an alternate, unknown device causing a 2-minute delay. There was no report of injury, medical intervention, or hospitalization. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, plpul2020, 20/ca ultra nonstick 10ft, was being used during a CABG procedure on (B)(6) 2024 when it was reported, ¿the cautery tip fell out of the plastic housing and would not go back in. The tip was easily recovered. Upon further investigation it looks like the plastic piece that holds the cautery tip broke.¿. Further assessment questions found that the device had fallen into the patient and was retrieved using forceps. The procedure was completed with an alternate, unknown device causing a 2-minute delay. There was no report of injury, medical intervention, or hospitalization. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.